Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a diagnostic procedure, using a 4fr sheath. Reportedly, the prostyle device could not be advanced into the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device could not be advanced into the patient anatomy¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A 4f sheath was used, which likely contributed to the reported difficulty to advance into the patient anatomy. The electronic prostyle instructions for use states: the perclose prostyle suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. For access sites in the common femoral artery using 5f to 21f sheaths. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 added.